Event description:
The customer contact reported the patient received less IV fluid than intended. At approximately 1400, the pump was programmed to deliver 1000ml of normal saline at a rate of 250ml/hr. At 1600, the rn noted that the pump display indicated that only 300ml was delivered. At 1630, the rn removed the pump from clinical service. Therapy was resumed via gravity infusion. There were no reported adverse patient effects. No medical interventions were required.